Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The device software was upgraded to address the reported issue.